Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information the implanted, inflatable, penile prosthesis was revised on (B)(6) 2020 due to a malfunction. Attempts to obtain additional information were unsuccessful. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and a reservoir was received. No functional abnormalities were noted with the pump. Two separations were noted in the bladder of cylinder 2. These were both sites of leakage. The surfaces of both separations appeared to be smooth and straight, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1. A non-coloplast reservoir was returned with the titan touch pump and two cylinders. The information received indicated there was a malfunction, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction- removed 22 cm with 1 cm rte. Device revised; pump cylinder set replaced.